Event description:
The system displayed an overload fault error message. This error will cause the system to shutdown. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable and tank were replaced during the service call. The system was tested and found to be working as intended and put back into service.